Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a bent ground prong on the ac power cord plug. The pump was returned to the biomedical engineering department from the central service department with a report that during routine cleaning of the device, it was noted the ground prong on the ac power cord plug was bent. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.